Manufacturer narrative:
The affected complaint devices were not returned for evaluation. Our investigation included a clinical evaluation which indicated that no relevant supporting clinical information has been provided; therefore, the root cause cannot be confirmed. No further medical assessment is warranted at this time. Without the return of the actual product involved and no product information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported a revision surgery was performed due to fracture. The surgeon decided it is not the product failure. No more information is available.